Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that via remote transmission, non-sustained ventricular oversensing was observed. Myopotential oversensing was suspected. Programming changes were made. Patient condition is good.

Event description:
New information received states that the patient presented in clinic for follow up when post-paced t wave oversensing was observed. The patient was asymptomatic. Further programming changes were recommended.